Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, decreased mobility, and a constant limp. Update (B)(4) 2012-medical records received and are available on the external hard drive if needed . Medical records indicate part/lot. Update (B)(4) 2013- upon medical record review by a medical professional, a calcar crack was discovered. A stem has now been reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Device not returned.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the revision of an articuleze metal on metal liner and replaced with a poly liner and ceramic headball. Surgeon did not specify as to why we were exchanging the metal liner to a poly liner. According to surgeon the patient wanted to keep the explanted components. Doi: (B)(6) 2008; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of medical records it was stated that the patient developed pain with metal on metal arthroplasty. Revision note stated, there was a small amount of metal staining within the hip with slightly thickened synovium. There was no evidence of muscle damage. MRI showed a small amount of swelling about the right hip. Doi: (B)(6) 2008; dor: (B)(6) 2018; (right hip).